Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user reported that all stations in the facility were in critical override. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device model. Upon investigation of the actual device used in this incident, it was determined that station in critical override. The technical support specialist connected to the server and found only old critical override notices for facility. A query revealed a delay in critical override messages. After confirming with user that only six messages from facility were visible, the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, user reported that all stations in the facility were in critical override. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.